Event description:
Additional information received on (B)(6) 2012, indicated that there was no suspected manipulation or trauma and x-rays were not performed prior to the revision.

Event description:
Additional information was received through clinic notes received on (B)(6) 2012. These indicated that the high impedance was first observed on (B)(6) 2012 and that time it was indicated that both normal and system mode diagnostics revealed high impedance. The notes also mention that the patient fell during a seizure on (B)(6) 2012, resulting in a broken leg. It is unknown if this trauma may have led to the high impedance. The explanted generator and lead were also returned to the manufacturer on (B)(6) 2012. Product analysis has since been completed. An analysis was performed on the returned lead portion and a lead break was not observed. Note that a large portion of the lead assembly (body) including the electrode section was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The resistance measurement taken during analysis verified an electrical and mechanical contact between the generator and connector pins at one point in time. Continuity checks of the returned lead portion were performed, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device which may have contributed to the stated complaints. Analysis on the returned generator was also completed. During analysis the battery was found to be depleted. The depletion was an expected event as determined by blc and battery voltage measurement. The module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the patient was scheduled for a full revision. The reason for the generator revision was due to eos, however the reason for the lead revision was unknown. On the date of surgery (B)(6) 2012, it was indicated that the system had high impedance which was the reason for the lead revision. Diagnostics performed on the date of surgery resulted in a dc/dc:7, output status: limit, lead impedance: high , and end of service: yes. Attempts for product return and additional information have been unsuccessful to date.